Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the right atrial (ra) lead, and loss of capture was noted on the right ventricular (rv) lead. The ra lead was reprogrammed and remains in use. The rv lead was inactivated, then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the rv lead was inactivated only at the time of the event. It was further reported that high thresholds were noted on the rv lead. The rv lead and ra lead were subsequently explanted due to a spinal infection, unrelated to the device system.